Manufacturer narrative:
(B)(4)

Event description:
It was reported a merlin transmission revealed an upper out of range high voltage impedance measurement. The root cause of the high impedance is unknown. There has not been any new instance of high impedance since then. The patient will continue to be monitored. No adverse effects were reported associated with this one high reading. The patient condition is stable.